Event description:
The customer reported that their pump screen was dark and would not turn on, and they experienced difficulty with the quick bolus/wake button requiring multiple presses. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer on methods to attempt to turn on the pump, and plugging it into a power source successfully activated the screen. However, the screen could not be used when unplugged, leading technical support to decide on replacing the pump. The customer was informed about receiving a replacement pump with updated software and training options, and the problematic pump was to be returned via ups within ten days. The customer acknowledged and understood the instructions provided.